Event description:
Boston scientific crm received information that this local representative was contacted by the physician with a request to check this patient's device's functionality. The physician reported that this patient coded and the patient was externally defibrillated. The device's arrhythmia logbook was reviewed the next morning and there were no recorded episodes identified for tachyarrhythmias. The device's sensor trending plot and histograms were retrieved. It appears that the patient's heart rate never exceeded 150 bpm. The sensor trending plot did show that the heart rate decreased to the lower rate limit (lrl) of 50 bpm just prior to the adverse event. The local representative performed follow-up testing and the device performed normally (no undersensing, r-waves 4+ mv, impedance 600 ohms, pacing thresholds 0.9 volts). At the time of the device check, the patient was intubated and in ventricular tachycardia (vt) at 110 bpm. The device was programmed vvi at 50 bpm, vt-1 zone with rate cut-off at 170 bpm (antitachycardia pacing (atp) and shocks programmed, vt zone with rate cut-off at 200 bpm (atp and shocks programmed), and vf zone with rate cut-off of 240 bpm. Technical services suspected that the detected rate at the time of the code was less than the programmed rate cut-off of the device.

Manufacturer narrative:
There were no allegations or complaints against the device's operation and functionality. The available information suggests that the device remains in-service. The event will be reopened if additional information is received and/or the device is returned for laboratory testing.